Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer went to the emergency room due to high blood glucose customer's blood glucose reading at the time of emergency room visit was over 600 mg/dl. Caller stated that she removed the insulin pump from her father and she treated with manual injection prior to hospitalization.